Event description:
The service report shows the ventilator had a touch screen failure. The malfunction did not occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) touchframe printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).